Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® k3e 5.4mg plus blood collection tubes, the device experienced sterility issues along with foreign matter in the tube biological and non-biological. The following information was provided by the initial reporter. The customer stated: it has been detected the following issue for edta tubes : 2 different bacteria have grown. Bacteria detected: micrococcus luteus, salibacillus silvestris.